Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of esophageal and gastric varices. During the procedure, the first five bands could be deployed correctly. When attempting to deploy the sixth band, it was noted to be fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found during the visual inspection that the teeth were damaged. Also, the ligator returned without any band attached to it. The handle was returned without any visible damage. The slack was taken up and the handle had evidence that the loop was secured to the post. Additionally, it was found that the suture had seven knots. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that the teeth were damaged. The marks on the ligator housing teeth imply that the device might have been used with too much force, causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, damaging the teeth and affecting the functionality of the handle when deploying the bands. Additionally, based on the analysis performed on the device, it was determined that due to the damage in the teeth, the bands could not be deployed. Therefore, the most probable root cause assigned is adverse event related to procedure.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of band unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2025, for the treatment of esophageal and gastric varices. During the procedure, the first five bands could be deployed correctly. When attempting to deploy the sixth band, it was noted to be fractured. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.